Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
In 2009, the patient was transported to the hospital due to ketoacidosis. Her physician suspected an issue with the patient's infusion device and she was disconnected from it. The following day, they started the infusion device and the piston rod did not move but no error message was displayed. No further information is available. The infusion device was replaced and requested to be returned for evaluation.